Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling placement for stress urinary incontinence performed on (B)(6) 2018. According to the complainant, during the procedure, when trying to penetrate the shaft tip into the muscle, it hit the bone and broke off from the delivery device. Reportedly, all of the broken pieces were removed. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.